Event description:
It was reported that the field representative called about a stored ventricular tachycardia (vt) episode on this implantable cardioverter defibrillator (ICD). Technical services (ts) reviewed the device data and observed similar vt episodes that reached the ventricular fibrillation (vf) zone. In one episode, a shock was delivered that did not convert the rhythm, and while the device was charging for the next shock, the rhythm spontaneously converted. Ts determined that the recent episode initially delivered a shock that did not convert the rhythm, another shock was charging and delivered while the patient was in and out of vt, and the last shock induced the patient into a non-sustained ventricular tachycardia (nsvt). Ts discussed recommendations for the shock charge timing settings. No additional adverse patient effects were reported. This ICD remains in service.